Event description:
Powerpicc sv catheter with sherlock tip location system was inserted on [date redacted] prior to patient's discharge home with home antibiotic infusions. Patient returned on [date redacted] with complains of leaking and tenderness at PICC site, PICC line was pulled out 7cm in comparison to original insertion measurements at 2cm. PICC was removed and a slit was found in the PICC line tubing at just outside the 7 cm mark. Due to laps in time from insertion to patient return, packaging was discarded and the lot number is not available. Unknown how patient cared for device at home prior to return.